Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, the customer has cut out four one way valve from the tubing packs and said that they leaked when tested. *no known impact or consequences to patient. *it was unknown if the product was changed out. *procedure was completed successfully.

Manufacturer narrative:
Method: no testing methods performed. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint. Device not returned. The sample was not returned for evaluation, and the lot number was not provided; therefore, a complete investigation was not able to be conducted and the root cause could not be determined. All ops valves are subjected to a 100% leak test that undergoes 5 separate programs to test that each component in the valve is functioning properly. These units are also 100% visually inspected both during the leak testing step and during packaging. It is possible that damage occurred to the device at some point after manufacture, causing the part to leak during use. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.